Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that a faulty light guide plug unit led to the screen becoming noisy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope exhibited a noisy screen. There was no patient involvement.